Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device failed the etco2 test during the opcheck. There was no patient involvement.